Event description:
On (B)(6) 2013 the reporter contacted animas to report the pump history did not retain blood glucose values after the pump was downloaded. Troubleshooting revealed the pump date/time setting was correct. The issue was not resolved. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 10/10/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2013 with the following findings:the meter was not returned with the pump for testing. During testing, the pump booted up to the verify screen with audible tones and vibrations. An ez carb and ez bg bolus were successfully performed for the investigation. The pump¿s history was then downloaded and the bg information that was entered for the boluses performed was maintained and recorded in the pump. The complaint could not be duplicated during testing.